Manufacturer narrative:
A review of the stapler logs for this procedure found the stapler instrument was installed on the system one time and fired one white reload. On the only install, the first clamp was successful, and the firing was completed without error. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs. A review of the system logs found that no relevant errors occurred during the procedure that would have likely caused or contributed to the reported event. Log review of the 5 subsequent procedures performed on the system also found no errors occurred that would have likely caused or contributed to the reported event. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report had an aberrant right subclavian artery. This vessel was stapled with an endowrist curved tip stapler but the vessel bled after the stapler was removed. The patient was converted to an open procedure but subsequently died. The details of the attempts at controlling the bleeding were not provided. An autopsy was planned but the results of that examination were not provided. Based on the information provided in the summary of event, insufficient information is available to determine if the intuitive surgical stapler failure contributed to the death. .

Event description:
Intuitive received user facility reports mw5162950 and mw5162951, both stating: intuitive received user facility reports mw5162950 and mw5162951, both stating: a [patient was] admitted for a da vinci video assisted ligation of anomalous right subclavian artery for chronic dysphagia lusoria. Anomalous right subclavian artery identified and dissected from aortic arch. Left subclavian artery identified and preserved. Vessel loops placed for proximal vascular control. Robotic stapler was used to divide arterial stump. Following staple resection there was hemorrhaging from the stump. Surgeon and or (operating room) team question if the stapler malfunctioned. Additionally, it was reported that during a da vinci-assisted cardiac ligation of an aberrant right subclavian artery, the surgeon stapled the aberrant right subclavian artery with an endowrist curved-tip stapler 30 instrument with a white reload and massive bleeding occurred when the stapler instrument was unclamped from the artery. The event occurred with the first use and fire of a new endowrist stapler. The procedure was converted to open. The bleeding was controlled; resuscitation attempts were performed, but the patient could not be revived.